Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was fully retracted and dried blood was present in the helix housing; additionally, a slight stretch observed at the tip location. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the cathode conductor coil was fractured at the tip section. Microscopic analysis confirmed that the lead became fractured due to torsional overstress. Based upon the clinical observations and the laboratory findings, we believe the conductor coil became fractured during attempts to extend/retract the helix.

Event description:
Boston scientific received information that this leads packaging was open for implant, at which time the helix was first noted in an extended position. The physician attempted to retract the helix, however the helix failed to retract into the housing mechanism. As such, the lead was not used for implant and returned for analysis. No adverse effects reported and another lead selected to complete this procedure.